Event description:
During a procedure, the computer shut down after a few minutes. A reboot was attempted multiple times with no resolution. The patient was prepped with local temporal sedation and catheters inserted. The procedure was cancelled and there were no patient consequences.

Manufacturer narrative:
During device investigation, when the computer powered on, it shut off during booting of the operating system which confirmed the reported event. Further investigation revealed the issue was isolated to the power supply. The power supply was temporarily replaced with a known good unit. The computer powered on and displayed the software application. A read/write/ memory error was observed as the software application was initializing which indicated corrupted system files. Review of the system storage option rom revealed one of the hard drive had been degraded. This was due to an improper shut down which corrupted system files. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The root cause of the reported event was isolated to an intermittent power supply.